Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to inappropriate sensing. A true ventricular tachycardia episode was also noted. In addition, the patient¿s right ventricular lead exhibited increased capture thresholds. No other electrical anomalies were noted. On (B)(6)2018 the patient¿s implantable cardioverter defibrillator and right ventricular lead were removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise, inappropriate high voltage output and high capture thresholds were confirmed. As received, a partial lead was returned in two pieces measuring 8.0 and 38.5 cm respectively. An external insulation abrasion was found breaching the rv cable lumen 36.8 to 38.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe cable coating was intact in this region. An internal insulation abrasion was noted 4.4 to 5.8 cm from the distal tip breaching the re cable lumen with one re cable abraded. The reported events were due to the internal insulation abrasion with abraded ring electrode cable coating.